Event description:
The customer reported that the system was unable to display interpretable images. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the generator interface board interconnect. The system was tested and found to be working as intended and put back in service.